Manufacturer narrative:
(B)(4).

Event description:
The guidewire was kinking on three kits in a row on the same patient. Anesthesia tried two times with two kits, the physician tried the third time with the third kit. It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc lidstock for analysis. The guide wire was not returned. No definite signs of use were observed. Visual analysis could not be performed on the guide wire as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire could not be confirmed as part of this complaint investigation. Visual , dimensional, and functional analysis could not be performed as the guide wire involved with this complaint was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the guide wire also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The guidewire was kinking on three kits in a row on the same patient. Anesthesia tried two times with two kits, the physician tried the third time with the third kit. It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.